Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
It was later reported that "patient is desperate because is taking a risk to develop a very serious disease (alcl). Patient is "distressed, having trouble sleeping, the situation has shaken patient¿s routine as patient has become very worried, searching the internet in order to seek clarification about the theme since it¿s afraid to develop it." An ultrasound identified "fluid collection."

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Allergan representative reported left side capsular contracture baker grade unknown with "hardening and pain." The device remains implanted.